Manufacturer narrative:
(B)(6). This report is for nine unknown screws/unknown lots. Part and lot number unknown; UDI number is unknown. Unknown date, july 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2015 due to a non-union that went onto failure. The original implant date was on an unknown date (approximately (B)(6) 2012). All hardware was removed and new hardware was placed. The hardware included an intact locking compression plate, and a total of sixteen 5.0mm titanium screws; 7 of which were broken towards the head. All broken pieces and fragments were easily retrieved by the surgeon; there is no device available to be returned for evaluation. The revision surgery was satisfactory with no time delay; surgeon was satisfied with the outcome. This report is for nine unknown screws. This is report 3 of 3 for (B)(4).